Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and this is from a retrospective study the adverse event #1 occurred approximately 2 weeks post implantation and was remedied by a manipulation under anesthesia. Several attempts have been made to obtain clinical/medical documents to no available. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.

Event description:
It was reported that the patient had difficulty reaching full extension/flexion. An intervention of manipulation under anesthesia was performed.